Event description:
It was reported that the device reached elective replacement indicator (eri) after being implanted for approximately three and a half years. It was indicated that all the settings were low and no shocks have been delivered by the device, so early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.